Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was a defective response button switch. The root cause for the defective switches unable to be identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
A us distributor reported that the response buttons on monitor were not working properly.